Manufacturer narrative:
Verathon's territory manager went to the facility and was able to isolate the image issue to the blade. The customer disposed of their glidescope spectrum lopro s4, so it could not be returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause of the event could not be determined. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum lopro s4, the image was dropping. The customer disposed of the single use blade. A delay in the procedure of a few minutes occurred as another glidescope with a reusable titanium blade was obtained. No harm to the patient or user was reported.